Manufacturer narrative:
It was reported that a female patient, over 80 years old, underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. In the initial the product was reported as discarded. On 11/19/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device on another complaint. During initial and secondary inspections, the product was found in good normal condition, with no damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a female patient, over 80 years old, underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed (B)(6)2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized, with no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection testing was performed and it was found within specifications. Then the irrigation test failed. The catheter did not irrigate. The catheter was dissected. Reddish brown material was found inside the dome. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The root cause of reddish material inside the dome cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: pc-000580066.

Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient, over 80 years old, underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. While mapping a premature ventricular contraction, prior to ablation, the patient complained of chest pain which was followed by a drop-in blood pressure. Cardiac tamponade was confirmed by transthoracic echocardiogram. Pericardiocentesis was performed and 500 cc of fluid was removed. The patient was then stabilized, and the procedure aborted. Extended hospitalization was required for recovery and the patient has fully recovered. The physician did not provide a causality of the event. Transseptal puncture was performed with an unknown transseptal needle. There was no cardiac tamponade present prior to the procedure. There was no evidence of steam pop during the ablation. There was no damage noted on the device. In addition, no errors were observed on the carto 3 system during the procedure.